Event description:
Procedure: roux-en-y. According to the reporter: when the device was fired, it popped. The parts inside the handle broke and the load only did a partial cut, and partially fired staples. A second device was applied with the same results across the previous staple line. The surgeon converted to lap roux-en-y procedure. The endo gia stapler misfired on the last staple firing in the cardia of the stomach.

Manufacturer narrative:
Initial report sent to FDA on 07/31/2009.